Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported there was a frontal wound infection. There was an open wound about 1cm and 0.5cm with liquid. Interventions include other surgical intervention in the form of debridement, medications were administered in the form of clindamycin and this had resulted in prolongation of existing hospitalization and an unscheduled clinic visit. The outcome was resolved without sequelae.

Event description:
Additional information received reported the wound infection was on the head. The cause of the wound was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported laboratory testing identified staphylococcus aureus on (B)(6) 2016.